Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/22/2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was not returned for evaluation. However, the receiver was returned for evaluation. An external visual inspection was performed, and the receiver passed all relevant testing. The receiver charges and will boot, functional testing was performed and passed. Performed share tool data log review and the reported allegation was not found. The customer complaint of a loss of connection was not confirmed because the device passed all relevant testing. The probable cause was undetermined. No additional event or patient information is available.